Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarms was confirmed. The provided log file, as well as a log file extracted from the returned system controller (serial number (B)(4)) were reviewed, collectively containing data spanning approximately 19 days ((B)(6) 2022 per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline. The patient¿s voltage values were observed to be below average throughout the data while either batteries or wall power was in use. Intermittent low voltage advisory and hazard alarms were observed as a result of these lower values. The returned system controller was functionally tested and was found to have increased resistances within its power cables, consistent with the observed lower voltage values within the log files. Despite the observed damage, the controller was able to operate a mock loop as intended throughout all testing. The controller¿s housing and power cables were both opened, and hardened dark green fluid was observed within the cables and around the cable assembly within the housing. The green liquid substance is the result of accumulated moisture underneath the permeable outer grey insulation that reacted with the underlying shielding/construction. The root cause of the reported event was determined to have been fluid ingress within the power cables and the controller; however, the root cause of the fluid ingress was unable to be conclusively determined through this analysis. Review of the device history record for system controller, serial number (B)(4), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate ii patient handbook (rev. C) instructs users to never submerge their equipment, including their system controller, underwater. The patient handbook also instructs users to never expose their equipment to liquids or fluids of any kind. The heartmate ii patient handbook (rev. C, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment for damage, including damage to the system controller¿s power cords, and to obtain replacements if needed. The heartmate ii patient handbook (rev. C, section titled ¿emergency contact list¿) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that multiple low voltage alarms were noted upon interrogation. The patient admitted to let their batteries die down until they were prompted to charge them. Log files contained below average voltage readings while using both battery power and the mobile power unit (mpu). The controller was exchanged and the alarms resolved.